Event description:
It was stated that the insulin pump had a blank display after tightening the battery cap. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube. The insulin pump also had cracked battery tube threads.